Event description:
During advancing, the enterprise delivery system got stuck between the hub and the proximal portion of the prowler select plus (606-s255x, lot #14052845) microcatheter, and the stent partially deployed. Per the physician, the product was prepped correctly. Additional info indicated that all IFU guidelines were followed during prep and use. The enterprise system and microcatheter were removed as a unit and the target site was lost. No further info was available. Analysis of the returned device found that the enterprise stent strut was kinked.

Manufacturer narrative:
One non sterile enterprise was received coiled inside of a plastic bag. The enterprise was received within the introducer and stuck to a y-connector that was found attached in a prowler select plus microcatheter. The guidewire and introducer presented no damage. The stent was found stuck inside the prowler select plus microcatheter over marker band and hub section. Compressed sections were found on proximal body of microcatheter at 26cm and 26.4cm from hub and kinks at 30.5cm and 36.7cm. The distal tip of the microcatheter was found totally flat. After this primary inspection, the stent was removed from the microcatheter and a kink was observed in one strut, additionally, a kink was found on corewire at 5cm from distal end. The enterprise device was withdrawn from the prowler select plus microcatheter to perform a functional test using an enterprise lab sample and it was possible to perform the functional test without any difficulty, the enterprise could cross through the hub of the prowler select plus microcatheter without resistance until the compressed section that was observed on the proximal body of microcatheter. Lake region medical reviewed the device history records relative to the mfg, inspecting and packaging of lot 01415085. The history records indicate this product was final inspection tested at lake regional medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4). This review revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, mfg and quality control specifications. When shipped to lake region. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of his lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The failure reported by the customer was confirmed. The analysis suggest that procedural factors may have impacted the failure experienced by the customer. The kink found on the stent may have occurred during advancing of the device through microcatheter, since the stent was partially deployed before it got stuck. The damages found on microcatheter may have contributed to the kink found on the distal part of corewire. The device did not present any obvious indication of mfg defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise mfg process; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same pt, which is associated with MFR report 1058196-2009-00299.